Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Associated MDR #'s 1225714-2013-02268, 1225714-2013-02269.

Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products; the associated MDR# 1225714-2013-02268, 1225714-2013-02269. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted the pt experienced both a cardiac event and stroke. The pt subsequently expired on the same date that these injuries occurred, all of which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report numbers are 1225714-2013-02268 and 1225714-2013-02269. Additional info has been requested and will be submitted upon receipt accordingly.